Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pain in extremity ("traveling leg pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2014, she underwent a total laparoscopic hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, pain in extremity and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pain in extremity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.